Manufacturer narrative:
(B)(4). Result = extension carrier.

Event description:
It was reported that during implant of the extension, the extension carrier broke. The extension was replaced and the pt experienced no adverse events.